Event description:
Implanted sometime in 1998. In 1999 during a medical evaluation, the rod was discovered to be broken. Revision surgery was done on event date to "repair rod". In 2000 a new break in the rod was discovered. Patient claims to suffer from pain and kyphosis as a result of these breakages.